Event description:
During a transfemoral tavr procedure, at the beginning of the procedure, it was not clear what size valve to use for this patient. The native aortic valve area measured 460-470 mm2 with severe leaflet calcification. After bav it was decided to use a 26mm sapien xt valve. Pre deployment the valve was intentionally positioned 80:20 aortic/ventricular (a/v) because the physicians were concerned with valve movement during deployment based on previous experiences. Post deployment the valve position was 95:5 a/v due to foreshortening of the valve. The post deployment angio with the pigtail catheter in place revealed moderate aortic insufficiency (ai), but it could not be discerned if it was a paravalvular or transvalvular leak. The coaxial alignment was fair, but the image intensifier angle (iia) was poor. Post dilatation was performed with an additional 2cc of contrast (for a final inflation volume of 24cc). The post dilatation contrast injection performed with the pigtail catheter still in place showed that there was still moderate ai. It was decided to go with a 2nd valve. The 2nd 26mm xt valve was implanted in a 60:40 a/v position in respect to the native annulus. The post deployment aortogram performed with the pigtail catheter in place revealed that there was still moderate ai. There was also extravasation of blood by the left coronary cusp (lcc). Protamine and blood products were administered (to thicken the blood). The final angio (which was performed after removal of the pigtail catheter) showed that the ai had reduced to mild and the periaortic hematoma was contained. The patient was stable throughout the procedure. In the physician¿s opinion, the ai was mainly plv caused by the calcification in the lcc. However, it should be noted that except for the final angio, the aortograms were performed with the pigtail catheter placed across the valve. The cause of the peri-aortic hematoma was felt to be related to the lcc calcification being pushed during the post dilatation of the 1st valve.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; ¿overstretching¿ of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. In this case, the cause of the too-aortic position (95:5 a/v) of the sapien xt valve with subsequent ai appears to be related to the improper pre-deployment position of the valve (80:20 a/v). Other risk factors for valve malposition include the reported poor image intensifier angle (iia) and fair coaxial alignment of the delivery system and valve. In the physician¿s opinion the ai was mainly pvl caused by the lcc calcification. The cause of the peri-aortic hematoma was felt to be related to the lcc calcification being pushed during the post dilatation of the 1st valve with additional contrast (2 cc extra). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.